Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported becausethe user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/21/2017 with the following findings: a review of the pump black box data showed no evidence of power issues. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned. A test battery cap was used for all testing and was found to secure properly to the pump; no power loss was observed. The pump powered on, however, the display was blank. Further testing was unable to be performed due to the blank display. The pump case was opened, and the display screen was found to be cracked. When a test display screen was inserted, the display was found to function properly. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.